Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed and the clips fell out of the jaws. The surgeon applied another device without pt injury.

Manufacturer narrative:
8/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.